Manufacturer narrative:
Additional information: updated with new information that there was no device malfunction. Patient code updated.

Event description:
The customer contacted philips to obtain information on an fco. There was no device malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is defective but insufficient information. Patient involvement and outcome are currently unknown; additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.